Event description:
It was reported that the user¿s ilet bionic pancreas was fully charged but would not power on, consistent with a device hardware issue involving an unresponsive screen or power function. Investigation of this case revealed that no additional information could be obtained, and no device evaluation could be performed. Further investigation included attempts to contact the user for troubleshooting and education. Without success. No clinical symptoms during the event were reported. Outcomes included no impact to health reported. It was concluded that, based on previously established findings for similar reports, the issue could not be confirmed, and a root cause could not be determined based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.